Manufacturer narrative:
Investigation is ongoing. H3 other text : device not returned to manufacturer.

Event description:
As reported by the edwards lifesciences implant patient registry, a 9750tfx 23 mm sapien 3 ultra valve, implanted in the aortic position, underwent an explant procedure after an implant duration of 1 year and 9 months due to unknown reasons.

Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the event previously reported. Per the initial report, approximately 1 year 9 months post-implantation of a 23mm sapien 3 ultra valve in the aortic position, the patient's valve was explanted and replaced with a surgical valve . Additional information received via medical records revealed the patient had mrsa bacteremia secondary to left lower extremity cellulitis. The medical records indicate the explant was related to infectious endocarditis of the prosthetic aortic valve. The causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (less than 60 days) or late (greater than 60 days). Late prosthetic valve endocarditis is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections, invasive interventions, and indwelling catheters. In this case, investigation results suggest infectious endocarditis of the prosthetic aortic valve caused or contributed to the valve explant. There was no allegation or indication an ew product malfunction caused or contributed to this adverse event. Based on this finding, this event is no longer considered to be FDA reportable.